Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Event date: unknown when device malfunctioned. Implant and explant dates: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 24 august 2015, part # 314.163 - lot # 9596291. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product was received broken in the loan department in the (B)(4). It has sent to hospital (B)(6) but they did not open the module because the surgery was not performed. Unknown when the device was broken or where. The product was received broken from the hospital but they never used it in a surgery and the module box was not opened. No patient was affected because the surgery was never performed. The instrument may have broke in the box during the transport. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: the evaluation has shown that the received screwdriver has broken off without any fragmentation at the cut-in of the shaft. The stardrive tip is in a used condition with clearly visible wear marks. Otherwise, the screwdriver is in a good condition. The relevant dimension at the fracture face was checked with no deviations found. The actual measurement with caliper was 5.59mm where the specification states 5.6mm 0/-0.05. The manufacturing documents were reviewed and no complaint related issues were found. This lot of nine (9) pieces was manufactured in august, 2015. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on these findings, a manufacturing related issue can be excluded. There was no information provided as to how, when, or where this breakage occurred. This makes it impossible to determine the root cause of this occurrence. Based on the appearance of the fracture face, and the diagonal fracture behavior, it is likely that the screwdriver was exposed to very high lateral force and did finally break at its weakest point, which is the cut-in at the shaft. No product related fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.